Manufacturer narrative:
Block h6: imdrf code a0401 captures the reportable event of handle break. Imdrf code a150101 captures the reportable event of failure to deploy. Imdrf code f2301 captures the reportable event of additional device required to manually deploy the cinch.

Event description:
It was reported to boston scientific corporation that a suturing cinch was used in an endoscopic submucosal dissection (esd) procedure on (B)(6) 2026, for the treatment of a colonic mass. During the procedure, the suturing cinch handle snapped upon deployment and the cinch would not deploy. Troubleshooting attempts were made including trying to open the handle and jiggle it. The physician had to cut the wire and manually deploy the cinch. The procedure was completed with another of the same device. No patient complications were reported as a result of the event.